Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional information requested, but is unavailable.

Event description:
It was reported that the connector section came loose from the hub of the bifuse IV set. Additional information requested, but is unavailable.

Manufacturer narrative:
Correction; h.6. (Patient code). The customer's report that the connector section came loose from the hub of the bi-fuse IV set was confirmed. Two extension sets were received- one with a separation at the engagement of the mini y connector and tubing components. Both sets components were visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. Visual inspection of the separated tubing, observed trace of solvent and dimensional analysis of the separated tubing was within specification(s). Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause of the customer's report was not identified.

Event description:
It was reported that the connector section came loose from the hub of the bi-fuse IV set. Although requested, there has been no impact to patient response or additional event information made available to date.